Manufacturer narrative:
H3: device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on the product. Visual inspection found haptic bent. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).

Manufacturer narrative:
H6 - medical device problem code - 1494: off-label use (under 21yrs of age at date of implant). Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6; -12.5/4.0/088 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. The patient experienced lens rotation not associated to low vaulting. On (B)(6) 2023 the lens was exchanged with a longer length lens and this resolved the problem. The cause of the event was reported as unknown.